Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a TriClip procedure was performed to treat functional tricuspid regurgitation (TR) with a grade of 4. A TriClip steerable guide catheter (TSGC) was prepared per the instructions for use (IFU) without issues. However, after inserting the TSGC and removing the dilator and guidewire, air bubbles were observed from the shaft of the guide into the flush port, requiring constant aspiration. Therefore, the TSGC was removed and replaced. A new TSGC was inserted, and the procedure was continued without issues. Two TriClips were implanted, reducing TR to a grade of 1. There was no clinically significant delay in the procedure.